Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted . The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported deflation/puncture and a capsular contracture unknown baker grade (unknown side for the adverse events). Left side record. Device has been explanted.